Event description:
The caller reported that the battery of the t:slim x2 pump would not charge and the pump screen was dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.